Manufacturer narrative:
Corrected data: section a2: this information corrected as it was omitted at the initial submission. Section a3: this information corrected as it was omitted at the initial submission. Section a4: this information corrected as it was omitted at the initial submission. Section b1: this information corrected as it was incorrectly reported at the initial submission. Section b3: this information corrected as it was omitted at the initial submission. Section b5: this information corrected as it was incorrectly reported at the initial submission. Section d4: this information corrected as it was omitted at the initial submission. Section d5: this information corrected as it was omitted at the initial submission. Section d6a/6b: this information corrected as it was omitted at the initial submission. Section h1: this information corrected as it was incorrectly reported at the initial submission. The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results n/a -as the complaint cannot be replicated,and there were no nonconformities identified. Return sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmpimplant using the radiographic template. No defect or non-conformity was observed. Investigation methods/results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that there was infection at the implant surgical site.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after clinical procedure. However, there was no general bone loss or any other adverse events reported to the patient. The patient is stated to be doing "fine". No abnormalities were reported were observed with the implant during the placement. No abnormal events, health conditions, or other circumstances that may have contributed to the implant failure was reported. A review of the device history record indicated that the device was manufactured and accepted into the final stock with no discrepancies. Additionally, lack of osseointegration could be contributed by multitude of factors such as premature loading, patient's health, per-implantitis, smoking, and lack of oral hygiene. However, established biocompatibility studies have shown that implant materials of manufacturing techniques are not cause of implant failure.

Event description:
It was reported by the dentist that the implant failed to osseointegrate at tooth location #29. The patient is stated to be doing "good". No serious injury or adverse events were reported to the patient. The bone type was type iii and no granulated tissue was noted around the site of implant. No abnormalities were observed with the implant itself.